Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however the cause is unknown. One 13.5 fr dual lumen hickman dialysis catheter was returned for evaluation. An initial visual observation showed blood residue throughout the sample. The catheter was observed to be broken just proximal to the cuff. Suturing material was observed approximately one inch distal to the bifurcation. Some tensile weakness was observed in the extension tubing of the red line. A microscopic observation revealed both fracture sites were uneven with mostly granular surface textures; however some jagged-edged slits and indentations were also observed on the fracture surfaces. An edge of the fracture site on the distal segment was observed to be slightly rounded. Multiple superficial circumferential splits were observed on the outer surface of the catheter near the edges of both fracture sites and appeared to be mostly straight, smooth, and glossy. The cause of the break in the returned sample is unknown; however, possible causes include sharp instrument damage and material fatigue.

Event description:
It was reported by the facility that the patient had catheter placed for a duration of 3 days for treatment. After completing treatment, it was noted that the catheter was broken at the cuff. Patient had surgery to remove the broken piece. No harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had catheter placed for a duration of 3 days for treatment. After completing treatment, it was noted that the catheter was broken at the cuff. Patient had surgery to remove the broken piece. No harm to the patient.